Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with their implantable cardioverter defibrillator in backup vvi mode. It was noted that the patient felt a vibratory alert. The patient was brought into the clinic on (B)(6) 2021, where the device was reset and programming changes were made. The patient was stable throughout.